Manufacturer narrative:
MDR ownership tab update. Manufacture location changed from sparks to san jose bioscience.

Event description:
It was reported that while using the bd facslyric¿ that there were erroneous results. The following information was provided by the initial reporter: the fsc population is far higher up the plot axis on alien (198) than predator (109) when using the same assay from 109 to 198.

Manufacturer narrative:
Scope of issue: the scope of issue is only limited to facslyric 3l10c instrument, part # 659180, and serial # (B)(6). Problem statement: customer reported a complaint regarding fsc signals on 20dec2022. This poses the risk of producing erroneous results that might impact patient diagnosis and treatment. The issue was resolved and the instrument was found to be functioning as expected, and neither the customer nor any patients were harmed due to this issue. Manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue. Date range from 20dec2021 to 20dec2022. Device history record (DHR) review: DHR part #659180, serial # (B)(6) , file # 659180-659180-r659180000198-105645904-18, was reviewed. The instrument met all the manufacturing specifications prior to release. Complaint history review : there are 7 complaints related to the issue of erroneous diagnostic results; pr (B)(4) and this one, pr# (B)(4) . Date range from 20dec2021 to 20dec2022. Returned sample analysis: a return sample was not requested because no parts were replaced. Service history review: review of related work order #: (B)(4) , case # (B)(4). Install date: 26apr2018. Defective part number: n/a. Work order notes: subject / reported: fsc is higher on alien than predator. Problem description: the fsc population is far higher up the plot axis on alien (198) than predator (109) when using the same assay from 109 to 198. Work performed: jf 20/12/22: user reporting that fsc signal a lot higher up the plot axis than on other instrument when using same assay. This has been noticed since the flowcell was replaced in october. Run 8peak beads- all ok. Pqc reports looking good and comparable to other lyric. Obtain system health report for investigation. Applications support assistance required. Jf 8/2/23: adjust fsc blocker bar to provide blood scatter the same as other lyric. Run pqc with good results seen. User acquired sample with good improvements seen to scatter plots which are now comparable to other lyric. Cause: adjustment to fsc blocker bar using blood required to optimise scatter profile. Not visible with engineer test beads. Solution: use blood samples to assist with fine adjustment of fsc blocker bar. Parts replaced: n/a. Risk analysis: risk management file part # 10000063058ra, rev. 08/vers. Ab, bd facslyric system risk analysis was reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes, no. Azure ID: 89366. ID: libivd-ra-165 3.2.1 9. Hazard: sample acquired after failed qc. Cause: inadequate failure warnings. Harmful effects: potential for wrong result. Residual probability: 2. Residual severity: 3. Residual risk index: 6. Potential causes: based on the investigation results, the potential cause for the fsc signal issues was an adjustment issue of the fsc blocker bar. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the potential cause for the fsc (forward scatter) signal issues was an adjustment issue of the fsc blocker bar. The customer reported a complaint regarding the fsc showing a higher signal on the plot axis compared to another instrument when using the same assay. The field service representative (fsr) ran the 8 peak beads successfully. They also ran successful pqc test. They obtained system health report for investigation. In an attempt to resolve the issue, they adjusted the fsc blocker bar to provide blood scatter the same as the other instrument and tested the instrument. The scatter plots had improvements. The instrument is functioning as expected. No parts were requested for evaluation as there was no parts replaced. Although the instrument was used for diagnostic testing, the issue was identified and resolved before the patient sample results were used for any diagnosis or treatment. Neither the customer nor any patients were harmed due to this issue. Proper daily and monthly cleaning procedures can be found under ¿maintenance¿ in the user guide; bd facslyric¿ clinical system instructions for use, #23-19938-02 rev. 01/vers. A, page 165. Conclusion: based on the investigation results, the complaint was confirmed and the potential cause for the fsc (forward scatter) signal issues was an adjustment issue of the fsc blocker bar. The customer reported a complaint regarding the fsc showing a high signal on the plot axis. In an attempt to resolve the issue, the fsr adjusted the fsc blocker bar. The instrument is functioning as expected. Based on the investigation results a CAPA is not required because the issue was resolved and there was no impact to customer and patient health or safety. Supporting document: n/a h3 other text : see h.10.

Event description:
It was reported that while using the bd facslyric¿ that there were erroneous results. The following information was provided by the initial reporter: the fsc population is far higher up the plot axis on alien (198) than predator (109) when using the same assay from 109 to 198.

Event description:
It was reported that while using the bd facslyric¿ that there were erroneous results. The following information was provided by the initial reporter: the fsc population is far higher up the plot axis on alien (198) than predator (109) when using the same assay from 109 to 198.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.